Manufacturer narrative:
The instrument has been investigated. On (B)(6) 2013 an ocd field engineer (fe) arrived at the customer site and replaced the plunger clamp in position. The fe ran the splld checking procedure and user software to check the instrument functional operation. All procedures checked ok without errors. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).